Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, while stapling the distal rectum, the stapler was fired but had an incomplete staple line on the proximal part. There was also poor staple formation. As a result, the rectal was opened and caused pelvic contamination. In addition, the device jaws locked on tissue and were removed by pressing the grey button until the jaws opened. The surgery was converted to open. More reloads and a manual stapler was used to resolve the issue. There was tissue damage as a result of the event. Surgical time was extended for 30 minutes or more as a result of the event. The patient's hospitalization was extended for one week. The patient progressed to death.